Manufacturer narrative:
On return of the broken drill bit it was confirmed that the partial drill bit was not a stryker part. As a result no investigation is required by stryker into the cutting accessory involved with this event.

Event description:
It was reported that the bur was stuck in the attachment. Upon evaluation by the manufacturer a broken bur was found. There was no patient impact or adverse consequences as a result of this event.

Manufacturer narrative:
The device has been returned. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that the bur was stuck in the attachment. Upon evaluation by the manufacturer a broken bur was found. There was no patient impact or adverse consequences as a result of this event.